Event description:
Report received from (B)(6) stating the "hand piece was overheating". The device was being used during a neuro procedure. No patient or user injuries were reported. There was no additional information provided.

Manufacturer narrative:
The device has been received by anspach. Reliability engineering evaluated the device, and the reported problem was confirmed. The motor exhibited heat and would not secure a cutting bur. It was concluded that damage to the locking mechanism created friction that produced the reported heat. The damage to the motor's locking mechanism was consistent with either improper assembly or power braking. If additional information is received, a supplemental report will be sent.